Event description:
Clinic notes dated (B)(6) 2013 indicate the patient was having frequent seizures when his dose of zonegran was decreased. The does was increased back on (B)(6) 2013. The patient had several seizures that week and had only one in the past two weeks. The vns battery was interrogated and the intensified follow-up indicator was seen, indicating the device would need to be replaced, per the physician. At the previous appointment on (B)(6) 2013, interrogation of the vns showed that it was working properly. Notes dated (B)(6) 2013, indicate the patient continues to have breakthrough seizures. The episodes of rhythmic eye twitching is suggestive of seizures. Other episodes of up rolling of eyes during which he is not responsive or most likely not related to seizure activity. The physician suggested to continue lamictal and zonisamide titration. The vns was interrogated and found to be working. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided.